Event description:
A malfunction alarm with code malf 9 was reported by the customer, but no notable events occurred prior to the malfunction. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the caller with the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arise.